Event description:
It was reported that when the nurse attached the syringe to the repaired luer adapter the same came apart from the catheter tubing.

Manufacturer narrative:
A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The catheter that was repaired was only identified as a medcomp catheter. The exact catheter was not provided; therefore we were unable to determine if the repair kit was used on a catheter that is specified in the IFU. "Repairs medcomp catheters: split cath hemo-flow, ultra-flow." The IFU contains the following contraindication, "do not replace connector if tubing is swollen or displays signs of degradation." Also included is the following statement: "examine entire length of extension tubing for damage. If the extension tubing is split, swollen, has other damage, or is shorter than 4.5cm, the catheter should be replaced." Additional info provided stated that the catheter "cracked lengthways at the end". This may indicated that the extension tubing's condition was inadequate for the use of the repair luer. The root cause could not be accurately determined because the physical device was not returned for a complete analysis.